Manufacturer narrative:
Correction: section h6 - medical device problem code "premature discharge of battery" should have been added.

Event description:
It was reported that the patient previously presented in clinic on (B)(6) 2025 and device longevity was 5.3 yrs. The patient experienced syncope and was brought to the hospital. The pacemaker could not be interrogated and no change in the electrocardiogram (ECG) could be observed even after placing a magnet on the device. The patient was given a temporary pacemaker immediately and the existing pacemaker was explanted and replaced. The patient was stable and doing well.